Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was introduced in the left ventricular (lv) lead and it was attempted to remove the guidewire, the wire was stuck in the lead. The guidewire and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire was returned stuck in the lumen of the lead. The guidewire was kink/buckled in the nose cone of the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.